Manufacturer narrative:
The field service engineer (fse) serviced the unit. The fse replaced the wash tower insert, waste tubing, mixer belt, mixer assemblies, substrate probe, and luminometer. The fse rebuilt the precision pump and wash pump. The unit conformed to the manufacturer's performance specifications. Wash tower insert, mixer assembly, luminometer. The customer stated quality control (qc) was within the established range.

Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i synchron access clinical system produced lower results, within the normal reference interval. The elevated results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.